Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have an unknown beep and code on insulin pump. Customer also reports to have dropped insulin pump on the ground causing a partially blank screen. Customer's blood glucose was 416 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced. No further information provided.